Event description:
Paramedics connected the device to a pt described as in full arrest. The pt was being paced with the device for approximately 10 minutes when the pacer shut off accompanied by a pacing leads off alarm.